Event description:
It was reported that the customer was hospitalized due to high blood glucose of 382mg/dl. The caller stated that customer had calibration issues with the sensor and the insulin pump. The son stated that the urinary tract infection was caused by the high blood glucose. The customer experienced dizziness, short of breath, and low blood pressure. Troubleshooting was declined as customer insisted that the device was not calibrating properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.